Event description:
It was reported that the 2600 system had a saturation fault error message. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified during the service call. The battery pack will be replaced by the customer. A follow up report will be filed when additional details become available.